Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on unknown date due to low blood glucose level. Customer stated that she believed it was related to when she screwed her reservoir in after it would come out that she was giving her self more insulin. Customer also mentioned that previously she was hospitalized due to the pump because of the recall. Customer stated she had already gone thru with the troubleshooting and did not want to undergo with it anymore. The devices will not be returned for analysis.